Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the piston did not stop while filling the tubing and no numbers appeared on the display. The customer reported that insulin squirted out. The customer woke up with a high blood glucose of 350 mg/dl and treated with manual injection. The customer stated that the tubing connector and top of reservoir were not wet and did not recall if there was a gap between the piston and reservoir. The drive support cap was recessed and the customer found no air bubbles or leaks. The insulin was clear and the insertion site was not sore or irritated. The bolus history displayed all entries based on the customer's recollection. The customer reported that the basal rates and time and date were correct. The customer was unable to run a high pressure test due to having changed the set. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.